Manufacturer narrative:
This is 2 of 2 reports for this event. Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy with another manufacturer retrieval device and two guidewires used to remove a clot from the right internal carotid artery (ica), a dissection at the cavernous ica occurred. A stent was placed to treat the dissection. The right ica was open; however, there was severe stenosis at the cavernous segment, possible related to previous stenosis or intracranial cerebral artery disease (icad). There was distal flow throughout the stenotic ica, with thrombolysis in cerebral infarction (tici) score of 1. The procedure was completed and the patient continued to have the stroke symptoms pre-/intra-/post-procedure. The physician assessed that the subject guidewire might have caused the ica dissection. The physician was not sure which of two exchanged guidewires caused the dissection.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, dissection is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during mechanical thrombectomy with another manufacturer retrieval device and two guidewires used to remove a clot from the right internal carotid artery (ica), a dissection at the cavernous ica occurred. A stent was placed to treat the dissection. The right ica was open; however, there was severe stenosis at the cavernous segment, possible related to previous stenosis or intracranial cerebral artery disease (icad). There was distal flow throughout the stenotic ica, with thrombolysis in cerebral infarction (tici) score of 1. The procedure was completed and the patient continued to have the stroke symptoms pre-/intra-/post-procedure. The physician assessed that the subject guidewire might have caused the ica dissection. The physician was not sure which of two exchanged guidewires caused the dissection.